Event description:
It was reported that the pt experienced motor weakness and increasing paralysis. The hcp thought there was a possible mass around t8 or t9, but this needed to be confirmed by a radiologist. The pump was used to deliver baclofen (concentration and daily dose not reported). It was not known if the baclofen was compounded. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.